Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the trigger button was pressed, a click was heard, but the clip did not fire. After removal from the pt's anatomy, the clip was able to be deployed. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.